Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous fistula (avf) using an indigo system aspiration catheter 6 (cat6), non-penumbra sheath, penumbra engine (engine), penumbra engine canister (canister), and aspiration tubing (tubing). During the procedure, the physician experienced resistance at the beginning while inserting the cat6. Subsequently, while making the first pass using the cat6, the physician noticed the cat6 would not aspirate. The physician then made another pass; however, nothing was aspirated back. Therefore, the cat6 was removed and flushed but nothing noticeable was flushed out of the cat6. It was also reported that no sound of aspiration could be heard from the rotating hemostasis valve (rhv) and the middle of the cat6 was found to be kinked. The canister and the tubing was also inspected with all four lights on the engine illuminated. The procedure was complete using a new cat6 with the same engine, canister, tubing, and rhv. There was no report of an adverse effect to the patient.